Event description:
This report is based on information provided by remote service engineer rse and is being investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating showed the device displayed an orange banner stating, "check ECG leads", even though they were connected to the device. Multiple known working ECG leads were attempted, but no change. The customer stated they were transitioning from motoring the patient, 18-year-old female, to attempting to pace and were "unable to do so because device would not read ECG lead 2 or 3". The patient was in bradycardic rhythm before switching to pacing. The patient went into cardiac arrest and subsequently died.